Event description:
The dealer alleges that when they received the v18rlr wheelchair, the left side frame was bent. At first they thought it was a bad wheel which they changed out, but that didn't take care of the problem. The tbm noticed that the side frame was bent.